Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor. Also, the insulin pump had missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. Troubleshooting was performed. Found that the drive support cap appeared to be loose. Nothing further was reported.